Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an evercross balloon to treat a soft tissue lesion (80% stenosis) in the mid superficial femoral artery. The vessel was reported to be non tortuous. The device was prepped as per the IFU with no issues identified. There was no resistance advancing the device, it did not pass through a previously deployed stent <(>&<)> no excessive force was used. The balloon was inflated using a non-medtronic device. During the second balloon inflation the device burst at 10 atm. All fragments were removed from the patient. The procedure was completed by opening a new 5x60 balloon. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.